Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there was difficult plunger while using a bd plastipak¿ syringe. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: no photos or samples were received by bd for investigation. DHR of lot 1609267p is reviewed not finding any annotation or deviation regarding the alleged defect. Ten retained samples from 20ll lot 1609267p are evaluated. Upon visual inspection of these retained samples, no damage or molding defect can be observed in them that could be related to the alleged defect. Investigation conclusion: no issues were identified during manufacturing process and manufacturing record established that all production and quality processes were carried out normally and samples evaluated meet specification limit. We can confirm that the root cause of the non-conformance is not related to a manufacturing defect.